Manufacturer narrative:
The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states; adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment of an abdominal aortic aneurysm with a diameter of 59mm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2023, the patient underwent reintervention for a suspected type ii endoleak (determined by radiology on an unknown date) with aneurysm enlargement to 64mm in diameter. Imaging at this time indicated the possibility of a type ii endoleak however, but also showed a possible small proximal type I endoleak. The physician chose to treat the type I endoleak first, and medtronic aptus endo anchors were placed to enforce the proximal trunk. Post treatment of the type I endoeak imaging showed all the possible type 2 vessels were being filled by the proximal type I endoleak. The proximal type I endoleak was resolved and no type ii endoleak was present. The patient tolerated the procedure with good results.